Event description:
The hosp reported that during an endoscopic vein harvesting procedure,while dividing the branches, the jaws on the vasoview hemopro 2 overheated and a piece of the silicone melted and fell into the pt. The piece was retrieved through the original incision. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been retuned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for lots 25102844, 25104986, 25106042 and 25106939 the last 4 lots shipped to the account prior to the aware date. There was no nonconformance recorded in the lot history related to complaint defect. (B)(4).